Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp replaced cracked handle. As found software version 9.33.0.50, as left software version 9.33.0.50. Front and rear case replaced due to cracks. The proximate cause of the reported issue was due to worn/deteriorated of the assy clamp barrel insert molded. A review of the device history record showed the device had a manufacture date of 13jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
H6 & h10 fields are updated. A review of the device history record showed the device had a manufacture date of 13jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.